Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a customer reported that an eddy irrigation tip broke during treatment. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Additional information was received indicating that the broken portion of the device was removed from the patient's tooth. No smooth breakage, melted. Breakage due to thermal influence. Misuse. Visual investigation tip is broken after 22 mm point. Under part is 21.24 mm upper part 6.7mm measured with measuring gauge mitutoyo model pm nr. 1749, 6 / 2020.